Manufacturer narrative:
(B)(4). Architect bilirubin calibrators ln: 01e66-04 lot: 39167m500 no returns were made available from the customer site for this evaluation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Review of the instrument logs from the customer's system documents that the total bilirubin calibration on (B)(6) 2015 (at 14:38) was used to generate the elevated patient result on the undiluted and diluted samples. Controls were not run to verify this calibration prior to testing the patient samples. When controls were tested, the chem level 2 control results were out of range high. Multiple occurrences of "sample aspiration" and "cuvette wash cycle not completed" errors were found. The maintenance log shows the wash cuvettes procedure was not performed after the occurrences of the cuvette wash errors and not all periodic maintenance was performed as recommended in the operations manual. The architect system operations manual and the clinical chemistry total bilirubin assay package insert contain information to address the current customer issue. Based on the available information, this issue does not suggest a malfunction. No product deficiency could be determined. This issue was determined to be related to a use error.

Event description:
The customer reports that an infant patient generated a falsely elevated architect total bilirubin assay result of greater than 427.5 umol/l (25.0 mg/dl) on an architect c16000 analyzer. An auto-dilution was performed the following day that generated a final assay result of 503 umol/l (29.4 mg/dl). This result was released from the lab and as a consequence, the infant received a blood transfusion. The customer uses values in the range of 420 to 450 umol/l (24.5 to 26.3 mg/dl) to make decisions as whether to transfuse or treat with phototherapy. Further investigation by the customer revealed that these results were read from an invalid calibration curve on this analyzer. When the analyzer was calibrated for the architect clin chem total bilirubin assay, no controls were tested to validate the calibration curve. No controls were run prior to testing the infant sample. When the same calibrator kit was used to calibrate another architect c16000 analyzer in the lab, controls generated an approximate 14% upward shift. The customer pulled a fresh calibrator kit of the same lot (39167m500) and recalibrated the second analyzer and controls were back within specifications. The infant sample was then tested on this second analyzer and a result of 439.8 umol/l (25.7 mg/dl) was generated. A second sample (sid 142768933) was collected and tested ((B)(6) 2015) on this second analyzer and generated a result of 386.4 umol/l (22.5 mg/dl). The second sample was then tested on the initial analyzer and generated a result of 470 umol/l (27.4 mg/dl); however, the customer could not determine whether this result was before or after a recalibration of the assay. The customer has concluded that controls not run after the calibration on the initial analyzer was due to user error and has implemented steps to prevent this type of issue from happening in the future. The infant has since been discharged from the hospital with no adverse impact to its care reported.